Event description:
It was reported that the shock impedance had been fluctuating between 90 ohms and 136 ohms for the last two years. Technical services discussed that it was possible the patient had consistent habits that led to the fluctuations. The cardiac resynchronization therapy defibrillator and right ventricular lead remain in service and no adverse patient effects were reported.